Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose went to 500's mg/dl and at 8:00am was 361 mg/dl, at 9:00 blood glucose was 600 mg/dl and current blood glucose is 541 mg/dl, 579 mg/dl. It also stated that drive support cap was normal. Based on customer report proceeding in t/s per customer alleging possible pump under delivery. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.